Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. Os and the system application 3.1.7 loaded successfully. Cmos date and time checked out well. A virus scan and patient data were done. The mvs computer was installed in a test system, motion and generator readied, charging and communication succeeded and 2d and 3d images were acquired . There was no problem found with the mvs computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system computer was replaced after it was determined that there was intermittent communication between the navigation and imaging device. Originally the ethernet jumper was replace which seemed to fix the problem as well as both bulkhead connectors on both navigation devices. The following day the system was checked outside of patient care to ensure everything was ok and there was no communication. The mobile view station (mvs) computer was replaced and system is now fully functional.. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was again experiencing connection issues with the navigation device. The medtronic representative (mr) was able to verify the igs server and connect to the navigation device using the navigation connection. The mr was unable to take a navigated spin or manually push exams to both navigation devices on site. There was no patient present when this issue was identified. The mobile view station (mvs) computer was replaced and the system was now working as intended.